Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion triple lumen sphincterotome. The fusion triple lumen sphincterotome was advanced out of the endoscope and it was noticed that a little piece of extra catheter was sticking out where the proximal end of the cutting wire is attached to the catheter. The device carefully removed from the endoscope and another cook device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Note:manufacturing deficiency was included in because the investigation confirmed the very small protrusion may have occurred during the manufacturing process. The size of the protrusion was only visible under magnified camera (endoscopic view) and would be difficult to detect it inspection prior to distribution. Therefore the returned product would likely not be considered out of manufacturing specifications. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report of additional material protruding from catheter at the proximal end of the cutting wire. A visual examination under magnification of this area found a 1mm piece of clear catheter material protruding from the opening where the cutting wire exits the catheter. There also appears to be excess material adhered to the proximal end of the cutting wire but the origin and type of material is unknown. During manufacturing a tool is used to form an opening in the catheter for the cutting wire to exit the catheter in this area. It is likely during the hole punch process this tiny silver of additional catheter material was inadvertently created. It is barely visible without magnification and would be difficult to detect during inspection. Therefore would likely not be considered out of specification. The protruding material is soft and pliable to the touch. The cutting wire exhibits evidence of a cautery application (blackening of the cutting wire was noted). No section of the cutting wire is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: it was determined that the catheter damage possibly occurred during the manufacturing process. In an effort to heighten awareness, the appropriate personnel were informed of this occurrence. To further heighten awareness, the appropriate personnel in the manufacturing area were also informed of this occurrence. A review photographs of the complaint as well as a review of the manufacturing process was conducted. Prior to distribution, all fusion ide-tome sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.